Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump intermittently miscalculated boluses. Reportedly, the customer would enter carbohydrates consumed when requesting a bolus and the pump calculated 0 units of insulin to be delivered. The customer manually entered the bolus amount to be delivered to address the issue. Customer's blood glucose ranged from 124-125 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.